Event description:
It was reported that during an unknown procedure, the knife did not return to home position. The manual override lever was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an unknown procedure, the knife did not return to home position. The manual override lever was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. D4: batch # 339a25. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The event described could not be confirmed as the reload was received fully fired. This report is not intended to deny that a problem was experienced with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4) date sent 3/2/2022 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. The device was not received for analysis. Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. This report is not intended to deny that you experienced a problem with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D4: device expiration date.